Event description:
Customer reported that screen was going out and becoming unresponsive. No adverse impact to customer's blood glucose level was noted as additional information was not received due to customer declining further follow-up. No corrective actions were taken as customer was out of warranty and in the process of renewal; documentation was completed for record-keeping purposes.